Event description:
Paramedics connected the device to a non critical pt through a 4 wire ECG cable. Reportedly, the device would not display an acceptable ECG tracing. The observation or observations upon which this allegation was based was not reported. After replacing the ECG electrodes, the crew was able to obtain adequate ECG display in lead I. The pt was transported to the hosp without further incident. The facility stated there was no adverse impact to the pt resulting from the reported discrepancy.